Event description:
A device report from synthes (B)(4) provides information from a facility in (B)(6) regarding an event that occurred during an unknown procedure on (B)(6) 2012. It was reported that a drill bit snapped during use. Both parts of the broken drill bit were removed from the patient.

Manufacturer narrative:
Device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The measurable dimension of the drill bit were checked and found to be in compliance with the technical drawings and ao, asif specifications. The examination of the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values are in compliance with ao/asif specification and with the international standard. We are not able to determine the exact cause which has led to this occurrence. We can only assume that too much mechanical force had been applied during the surgery. No product fault could be detected.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no part or lot number was provided.